Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (malposition of the guidewire) caused or contributed to the ventricular perforation, resulting in tamponade and thoracotomy. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from france by our edwards lifesciences affiliates, a ventricular perforation occurred after implant of a 23mm sapien 3 ultra valve in aortic position by left transfemoral approach using a commander delivery system. During the transcatheter aortic valve replacement (tavr) procedure, there were difficulties when crossing the guidewire through the native valve; but no difficulties were encountered when crossing the native valve with the commander delivery system. Once the valve was correctly positioned, it was not possible to pace the patient to implant the valve. Then, after successful valve implantation, the patient's blood pressure dropped due to a tamponade from a ventricle perforation. A mini thoracotomy was performed for drainage. After that, a complete atrioventricular heart block occurred, requiring the implantation of a temporary pacemaker. The patient was in a stable condition. As reported, the root cause of the difficulty crossing with the guidewire was the presence of valve calcification; and the perceived root cause of the tamponade was malposition of the guidewire. Additionally, the tamponade was observed after the valve had been implanted; however, as per medical opinion, the tamponade might have been present before the delivery system was inserted. The root cause of the heart block was unknown.